Event description:
The patient has been undergoing stationary treatment for intense pump training since (B)(6) 2012. The patient stated that both the infusion device and blood glucose monitor displayed that insulin has been delivered even though the patient has not programmed any boluses. On (B)(6) 2012 both the infusion device and blood glucose monitor display that 16 i.u. Was delivered every half hour by itself. The patient's normal basal rate is 21.6 i.e. And he boluses approximately 30 i.e. Per day. For that day a total of 125 i.e. Were shown to have been delivered. On (B)(6) 2012 the patient's diabetes counselor found, while reviewing device data for the day, 3 i.e. Was delivered. The patient does not recall delivering 3 i.e. That day. No physiological effects were reported. The patient's normal blood glucose range is 100-140 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device and blood glucose monitor were requested to be returned for evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.